Manufacturer narrative:
The product associated with this complaint was not returned. The complaint could not be verified. The lot number for the healing abutment was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The dentist reported that patient presented in the office with healing abutment fractured.

Manufacturer narrative:
Date received by manufacturer, add follow up type, device availability - date returned to manufacturer, device evaluated by manufacturer - change explanation.

Manufacturer narrative:
The product associated with this complaint returned. Upon investigation, unknown healing abutment was identify as ismha34. A minor scratches and brownish residue were noted along the external surfaces. The abutment screw part of the healing abutment was fractured. The complaint was confirm. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.